Event description:
The customer reported that a timer reset error occurred when the output power button was pressed. As a result, the generator would not function. The procedure was aborted. No patient harm.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.